Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Patient reports developing nodules at the site of suture placement approximately two months following debridement of septic knee arthritis. The nodules are reported as painful with the presence of local bruising. The surgeon is considering surgical excision of the sutures.